Manufacturer narrative:
Device received with all operating currents within spec and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No possible under delivery anomaly noted. No unexpected reservoir stuck anomalies noted. Device was downloaded to care link pro properly and all bolus delivered were found at the carelink report. Device passed the delivery accuracy test. Device received with minor scratched lcd window.(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir was stuck and not dispensing insulin. The customer's blood glucose value was unknown. The customer was assisted with troubleshooting. The customer was reported that the insulin pump had multiple scratched on screen. The insulin pump will be returned for analysis.